Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the revision of the right knee it was found that this component was broken and some parts of the post were missing.

Manufacturer narrative:
Conclusion and justification status for MDR: complaint description: this implant was implanted in (B)(6) 2009 in a patient with (B)(6). During the revision ((B)(6) 2016)of the right knee it was found that this component was broken and some parts of the post were missing. The sigma tibial insert was returned for review. It had been implanted for 6 years and 7 months. The product was visually inspected (com (B)(4) visual.pdf) and the complainant¿s findings confirmed in that the insert had a fractured surface. The bioengineer reported that the lab report and visual inspection have been reviewed with returned component. No further information was provided. This review concurs with the conclusions reached in the lab report in that it is not possible to determine the root cause of the complaint. It is unlikely a manufacturing defect was responsible. Products are monitored via pms per (B)(4). From the information reviewed it was noted that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined: insufficient information root cause. The product shall be retained and stored in secure storage area for future reference. The occurrence shall be put monitored through our companies post market surveillance system for future trends. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.